Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture. Unable to perform prime/delivery test, excessive no delivery test and occlusion test due to motor error alarms. Unit received with high stop current at 11.1 due to moisture damage at electronic assembly. Unable to verify battery out limit alarm due to high current. Unit passed self-test, unexpected restart error test and displacement test. Unit was monitored and no program alarm anomaly or external flash error alarms noted. The motor was found with corrosion at motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with blood glucose of 4400 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was sent home on a backup plan after two hours. Customer was not wearing insulin pump for two days prior to emergency room visit due to insulin pump being exposed to moisture. Customer reported that insulin pump was placed in a towel while at the pond and towel was kicked into the water. Insulin pump was not able to prime nor perform self-test. Insulin pump would need to be replaced.